Event description:
Customer's daughter reported an incident of hypoglycemia, requiring professional medical treatment at a time when she attempted, but was unable to use the compact system, due to error within specifications. A request was made for the return of the system and a replacement was sent.